Event description:
A 7-0 polysorb number l1897k double armed covidien suture the needle bent and was unable to be used. Opened 2 suture and happened with all 4 needles. Also, suture was not pliable enough to get it to tie down. Reference report #mw5166726, #mw5166727, #mw5166728.